Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/increasingly severe pain") and neoplasm malignant ("cancer") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent ssure confirmation test." On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced sciatica ("sciatica."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), pelvic discomfort ("discomfort,"), abdominal distension ("abdominal bloating,"), back pain ("back pain"), dyspareunia ("painful intercourse"), weight increased ("excessive weight gain"), alopecia ("excessive hair loss"), rash ("excessive rashes hives"), urticaria ("excessive rashes hives"), furuncle ("frequent boils"), feeling abnormal ("brain fog"), dizziness ("dizziness,"), urinary tract infection ("severe urinary tract infections"), fungal infection ("frequent yeast infections"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), neoplasm ("tumor"), neoplasm malignant (seriousness criterion medically significant), eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). The patient was treated with surgery (underwent a major surgery to remove essure). Essure was removed on 2-dec-2016. At the time of the report, the pelvic pain, abdominal pain, tooth disorder, pelvic discomfort, abdominal distension, back pain, dyspareunia, weight increased, alopecia, rash, urticaria, furuncle, feeling abnormal, dizziness, urinary tract infection, fungal infection, arthralgia and fatigue had not resolved, the sciatica had resolved and the bladder disorder, urinary tract disorder, neoplasm, neoplasm malignant, eye disorder and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dizziness, dyspareunia, eye disorder, fatigue, feeling abnormal, fungal infection, furuncle, neoplasm, neoplasm malignant, pelvic discomfort, pelvic pain, rash, sciatica, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment of her symptoms from her physicians, but was unable resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events bladder or urinary problems or changes, pain, tumor, cancer, vision/eye problems were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/increasingly severe pain') and oophorectomy ('oophorectomy') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent ssure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced sciatica ("sciatica."). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), pelvic discomfort ("discomfort,"), abdominal distension ("abdominal bloating,"), back pain ("back pain"), dyspareunia ("painful intercourse"), alopecia ("excessive hair loss"), rash ("excessive rashes hives"), urticaria ("excessive rashes hives"), furuncle ("frequent boils"), feeling abnormal ("brain fog"), dizziness ("dizziness,"), urinary tract infection ("severe urinary tract infections / infection (bladder/urinary tract/vaginal) type: urinary tract"), fungal infection ("frequent yeast infections"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), sepsis ("sepsis"), abscess ("abcess") and infection ("infection"), was found to have weight increased ("excessive weight gain"), neoplasm ("tumor / tumor / teratoma / cancer (type: cancer)") and neoplasm malignant ("cancer") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy done and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, tooth disorder, pelvic discomfort, abdominal distension, back pain, dyspareunia, weight increased, alopecia, rash, urticaria, furuncle, feeling abnormal, dizziness, urinary tract infection, fungal infection, arthralgia and fatigue had not resolved, the sciatica had resolved and the bladder disorder, urinary tract disorder, neoplasm, neoplasm malignant, eye disorder, visual impairment, sepsis, abscess, infection and oophorectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, alopecia, arthralgia, back pain, bladder disorder, dizziness, dyspareunia, eye disorder, fatigue, feeling abnormal, fungal infection, furuncle, infection, neoplasm, neoplasm malignant, oophorectomy, pelvic discomfort, pelvic pain, rash, sciatica, sepsis, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment of her symptoms from her physicians, but was unable resolve her symptoms. Discrepancy noted in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received new reporter information was added. New event sepsis, abscess, infection was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/increasingly severe pain') and oophorectomy ('oophorectomy') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced sciatica ("sciatica."). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), pelvic discomfort ("discomfort,"), abdominal distension ("abdominal bloating,"), back pain ("back pain"), dyspareunia ("painful intercourse"), alopecia ("excessive hair loss"), rash ("excessive rashes hives"), urticaria ("excessive rashes hives"), furuncle ("frequent boils"), feeling abnormal ("brain fog"), dizziness ("dizziness,"), urinary tract infection ("severe urinary tract infections / infection (bladder/urinary tract/vaginal) type: urinary tract"), fungal infection ("frequent yeast infections"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), sepsis ("sepsis"), abscess ("abcess") and infection ("infection"), was found to have weight increased ("excessive weight gain"), neoplasm ("tumor / tumor / teratoma / cancer (type: cancer)") and neoplasm malignant ("cancer") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy done and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, tooth disorder, pelvic discomfort, abdominal distension, back pain, dyspareunia, weight increased, alopecia, rash, urticaria, furuncle, feeling abnormal, dizziness, urinary tract infection, fungal infection, arthralgia and fatigue had not resolved, the sciatica had resolved and the bladder disorder, urinary tract disorder, neoplasm, neoplasm malignant, eye disorder, visual impairment, sepsis, abscess, infection and oophorectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, alopecia, arthralgia, back pain, bladder disorder, dizziness, dyspareunia, eye disorder, fatigue, feeling abnormal, fungal infection, furuncle, infection, neoplasm, neoplasm malignant, oophorectomy, pelvic discomfort, pelvic pain, rash, sciatica, sepsis, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment of her symptoms from her physicians, but was unable resolve her symptoms. Discrepancy noted in date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/increasingly severe pain") in (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2015, the patient experienced sciatica ("sciatica."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), pelvic discomfort ("discomfort,"), abdominal distension ("abdominal bloating,"), back pain ("back pain"), dyspareunia ("painful intercourse"), weight increased ("excessive weight gain"), alopecia ("excessive hair loss"), rash ("excessive rashes hives"), urticaria ("excessive rashes hives"), furuncle ("frequent boils"), feeling abnormal ("brain fog"), dizziness ("dizziness,"), urinary tract infection ("severe urinary tract infections"), fungal infection ("frequent yeast infections"), arthralgia ("joint pain") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a major surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, tooth disorder, pelvic discomfort, abdominal distension, back pain, dyspareunia, weight increased, alopecia, rash, urticaria, furuncle, feeling abnormal, dizziness, urinary tract infection, fungal infection, arthralgia and fatigue had not resolved and the sciatica outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, dyspareunia, fatigue, feeling abnormal, fungal infection, furuncle, pelvic discomfort, pelvic pain, rash, sciatica, tooth disorder, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment of her symptoms from her physicians, but was unable resolve her symptoms. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.